Manufacturer narrative:
Investigation ongoing, results will be submitted in a f/u report.

Event description:
It was reported that the actuator was broken. There was pt involvement, however, no adverse consequences were reported.